Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume multirate infusors leaked through the rate control module. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one (1) device was received for evaluation. A visual inspection was performed, and it was observed that the unit did not contain fluid in the bladder. A functional leak test was performed, and it was noted that there was evidence observed that there was a leak from the flow rate dialer of the multirate control module. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from january 22, 2019 - january 23, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.